Event description:
During a three-level balloon kyphoplasty at levels t10- t12, it was reported that cement extravasated laterally into the azygos vein. It was reported that the pt was asymptomatic and was discharged from the hosp the following day.

Manufacturer narrative:
Method: device not returned, f/u converstaiton with co rep.